Manufacturer narrative:
A getinge field service engineer (fse) stated after evaluating the unit and confirming the issue, the printer was replaced. The fse performed a full calibration, and tested the unit. The product passed all functional/safety testing and was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) printer does not work intermittently. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) printer does not work intermittently. There was no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.